Event description:
Zoll customer support received an email form a german distributor to report that a (B)(6) patient's charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon receipt the charger was resetting and unable to recognize a battery. Upon investigation the q1 (current controlling transistor) and u13 (8-bit cmos flash micro-controller) components were shorted on the bedside board. The shorted components caused the resets and inability to recognize a battery pack. The root cause of the shorted components was unable to be positively identified. No adverse event resulted form the shorted component. The patient received a replacement battery charger/modem.